Event description:
It was reported that about six weeks after implant, the right ventricular (rv) lead impedance had dropped "hugely" to less than 100 ohms. A lead fracture was suspected. It was also reported that at the lead revision, it was possible to see insulation damage visually prior to being extracted. The lead was removed and replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: sedr01 implantable pacemaker (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead developed a breach at the first rib /clavicle location while in vivo. It was also noted that the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo, there was blood on the distal conductor of the lead and it was not obstructed, the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.